Event description:
Procedure: lobectomy. According to the reporter: after firing, bleeding occurred from the vein. After bleeding was stopped the procedure was converted to open surgery and the patient was transfused. Surgery time was extended by more than 30 minutes.